Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.

Event description:
Cementless knee-tep nk-ii on (B) (6) 2002. Occurrence of radiographically proven osteolytic lesions in the tibia head 2009, loosening of tibial component. Revision surgery on (B) (6) 2010: removal of cysts in tibia head and filling with bone cement, implantation of tibia revision stem (120mm) nk-ii and exchange of inlay.